Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fill tubing notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. Customer's blood glucose level was 244 mg/dl.